Event description:
It was reported that leakage was found after puncturing with the needle. The needle was removed and another new needle was punctured. When the removed needle was infused with water, leakage was found from the handle. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: sample analysis, patient severity, applicable previous investigation(s), complaint and lot history review, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be supplier related. One 22 g x 0.75 in. Safestep infusion set was returned for evaluation. An initial visual observation showed some use residue on the returned sample. The sample was flushed with a 12 ml syringe of water and a leak was observed emanating from the housing of the infusion set. The sample was then infused with colored water and the leak was found to be located at the base of the needle where it emerges from the needle housing. A microscopic observation revealed a small gap between the needle cannula and the needle housing. After it was infused through the sample, colored water could be seen between the needle and the needle housing in what appear to be gaps in the adhesive. The supplier has been notified of this event, and bd is working closely with the supplier to prevent recurrence of the reported event. H3 other text: evaluation findings are in section h11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asgqf074 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that leakage was found after puncturing with the needle. The needle was removed and another new needle was punctured. When the removed needle was infused with water, leakage was found from the handle. There was no reported patient injury.